Event description:
It was reported that a patient underwent a breast augmentation procedure on (B)(6) 2014 and suture was used. The breast implants had to be explanted on (B)(6) 2014, due to wound breakdown. The wound was not infected, however the wound had not healed. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.